Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy never really worked optimally since the implant of the ins. They were currently on program 1 at 4.0 volts. It was noted the patient had no idea how to use and how often to use the programmer. Additional information received on jan. 9, 2017 from the patient reported that they needed to go to the bathroom quite often. They were unable to increase any higher than 6.5 volts on program 1 and got an out of regulation (oor) screen for the amplitude. The therapy was on and the patient was able to change from program 1 to program 2, but program 2 would no increase past 1.0 volts. The patient was directed to contact their healthcare professional (hcp) if the problem did not resolve. Further information from a consumer on june 5, 2017 regarding the patient reported that their ins replaced on (B)(6) 2017 due to the ins not working properly. The hcp told them the device was ¿hooked up wrong¿ and had to be replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
The patient had the implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.